Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on june 24, 2017. The cause of death was heart attack. The caller stated that the customer had other health issues and illnesses that may have led to the customer's passing. The caller stated that diabetes led to heart problems; the customer had diabetes since infancy. The caller did not know the customer¿s blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis.